Event description:
It was reported that the ventilator generated alarms for high air supply pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for high air supply pressure. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated test use of the air gas module in a ventilator confirmed the reported problem which the machine alarmed for air supply pressure high, o2 concentration low and high after two weeks on ventilation. The failure was caused by a sticky membrane on a nozzle unit inside the air gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to the received service report, the amount of operating hours at the time of the reported event was 5934 hours. Thus, the cause of the stickiness is an early wear of the membrane.